Manufacturer narrative:
Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had an estimated 216ml of drug remaining after being programed, correctly, for 24 hours. Patient denied any issues overnight and pharmacy verified medication bag was prepared correctly. Patient did not report an alarm. Continuous infusion rate: 125ml/hr, total reservoir volume: 599ml, given: 383ml. Air detector was off. Upstream sensor was on. Length of infusion: 24 hours. Lock level: 997 lock. Cstd was not used to fill cassette. The pump was not used to prime the extension tubing and the method was used was manually primed. This event occurred at the patient's home. Additional details are unavailable. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.